Manufacturer narrative:
Patient identifier not provided. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. A serial readout was performed to be sent to livanova (B)(4) for evaluation. Subsequent functional verification testing was completed without issues. The serial readout was evaluated at livanova (B)(4) and the reported pump stop was confirmed. However, the issue was not found to be caused by a device malfunction. The issue was caused by hand cranking the device while powered on, which generated an error. The device functioned as expected. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova received a report that an s5 mast roller pump stopped during a procedure. A warning message was displayed on the panel. The user utilized the hand crank for 2 minutes while the entire console was restarted. The customer had no further issues following the restart. There was no report of patient injury.